Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited no capture and high pacing impedance measurements (1,356 ohms) at the pre-discharge device check. There were also low intrinsic r-wave measurements of 4.8 millivolts (mv). The following day a revision procedure was performed and the lead was repositioned in a more septal position. All electrical measurements returned to expected values. No additional adverse patient effects were reported.